Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 6l10941). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523 lot: 6l10941 manufacturing site: bettlach release to warehouse date: 18. Dec. 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device/part received. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driving cap/threaded was broken. While the surgeon was performing a femoral recon nail he had over rimmed by 2mm to put in a at 10 mm x 400 mm left femoral recon nail. When the surgeon inserted the nail he started to loosen the insertion handle and tighten the driving cap with the ratchet wrench and resume impacting the nail with the nail inserted about 300mm the driving cap broke off. There was a twelve to fifteen minutes surgical delay. The procedure outcome was unknown. There was no negative harm to the patient. Concomitant devices reported: ratchet wrench (part# 321.20, lot# unknown, quantity 1), unknown reamer (part# unknown, lot# unknown, quantity 1). This complaint involves (3) devices. This report is for (1) driving cap/threaded this report is 1 of 3 for (B)(4).